Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The pain had increased due to the shifting of ipg. The physician administered an injection over the ipg site and prescribed cream for the site. The patient will undergo an explant procedure. No device malfunction was suspected.